Manufacturer narrative:
Operator of device: patient/consumer. No additional information has been received to date. No product has been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that, during infusion, leakage was observed in the extension line. A drug bubble accumulated in the filter and leaked through the vent. The pump did not register any occlusion or high pressure during this time and did not alert about other problems. So far there have been six incidents. In three cases, leakage occurred 24 hours after the start of the infusion; and in the other three cases, leakage occurred after 72 hours. No patient injury was reported.

Manufacturer narrative:
Other text: b5: additional information received on 29-jul-2022 via email and attached to complaint object: the issue was resolved. H6: event problem and evaluation codes: updated. D10: device available for evaluation: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: additional information received by smiths medical/ICU on 04-jul-2022. (Updated b5) expiration date and device manufacture date were not available in the initial report. (Updated d4 and h4) the device has not been returned. (Updated h6).

Event description:
Additional information received by smiths medical/ICU on (B)(6) 2022 via email and attached to complaint object: fault occurred while in use with patient; no medical intervention; outcome of the event: loss of drug through leaking filter (no way to check the volume). Each time the upper garment and the pillowcase were wet. Increase cost of treatment. Date of event, patient information updated. No injury.

Manufacturer narrative:
Device evaluation: one sample was received which consisted of one extension. The sample was received in used conditions without its original packaging, decontaminated and inside in a plastic bag. The complainant returned unit was visually inspected under normal conditions of illumination. No obstructions, damage, or other defects were detected in the product. Leak testing on the sample received was performed using hydrostatic vessel. A leak was observed in the filter air vent; the complaint was confirmed. After analysis it was decided that the root cause was not associated with the manufacturing process since the failure could not be reproduced following the assembly process, thus the most probable root cause was that the filter became damaged from the use of solutions containing high levels of surfactants. The root cause was traced to user interface. No corrective actions were performed since the failure mode was not related to the manufacturing process. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).